Event description:
Customer's sister reported the hospitalization due to low blood glucose. Caller stated that the reservoir was pushed into insulin pump and caused an overdelivery of insulin. The paramedics were called and customer was transported to hospital. The blood glucose reading at the time of the event was 80 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.